Event description:
It was reported that during a shoulder arthroscopy procedure, sub-par ablation was observed. Staff was advised to open a new wand unit. Approximately five minutes later the tip of the unit broke off and was retrieved. The doctor used a new unit and was satisfied with the performance.

Manufacturer narrative:
The product was returned for investigation. Upon visual inspection the reported tip breakage was confirmed. The metal electrode had broken off from the tip. The broken piece and probe were returned for evaluation. There were no visible wear marks or damage to the probe's wand or heat-shrink (black insulation). The functional inspection revealed a p2 error code. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. The device history record and non conformance report historical data of the reported part and lot number were reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. This condition is a known failure mode, with probable root causes for the reported condition that could be associated, but not limited to: non-conforming component, poor assembly process, and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future occurrence.

Event description:
It was reported that during a shoulder arthroscopy procedure, sub-par ablation was observed. Staff was advised to open a new wand unit. Approximately five minutes later the tip of the unit broke off and was retrieved. The doctor used a new unit and was satisfied with the performance.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.